Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the dilator bifurcated and guide wire deformed". The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR number include 3006425876-2024-00963.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "the dilator bifurcated and guide wire deformed". The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR number include:3006425876-2024-00982 and 3006425876-2024-00963.

Event description:
It was reported that "the dilator bifurcated and guide wire deformed". The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR number include:3006425876-2024-00982 and 3006425876-2024-00963.

Manufacturer narrative:
(B)(4). The customer returned one 14fr dilator, one 16fr dilator, one hemodialysis catheter, and one guide wire assembly for analysis. Signs of use were observed on the guide wire. Visual analysis of the guide wire revealed three kinks and one large bend across the body. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. Visual analysis also revealed damage to the dilator tip. The kinks on the guide wire measured 290mm, 346mm, and 652mm from the proximal weld. The guide wire total length measured 70.1cm, which is within the specification limits of 69.4cm-70.6cm per the guide wire product drawing. The guide wire outer diameter measured 0.94mm, which is within the specification limits of 0.94mm-0.965mm per the guide wire product drawing. The returned guide wire was inserted through the 16fr dilator. Resistance was encountered at the location of the kinking; however, all functional sections passed no resistance. Performed per IFU statement, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin". A manual tug test confirmed that the distal and proximal welds were secure and intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The IFU also states, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual analysis revealed multiple kinks/bends across the guide wire. Despite the damage, the sample met all relevant dimensional and functional requirements. A device history record review based on a potential lot from sales history did not reveal any relevant findings. Based on the customer report that the damage was observed during use and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.